Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. An anterior cuff miss occurred and the effects of the cuff miss could appear very similar to a suture break. Also, analysis found a portion of the posterior foot pocket was broken off and not returned with the device. The location of the broken posterior foot pocket was not known. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence, event occurred within the past two weeks.